Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 won't power on. Unit will not power on with ac power or battery power. No ac led indicator when plugged into outlet. Recommend biomed try another front case due to the keypad. If still same results, replace the logic board or the power supply board. Lastly recommend to send in for a level 1 for further evaluation. Biomed will try another front case and will send in if problem persist.